Event description:
Reporter alleged obtaining the result of 112 mg/dl on the advantage system compared back to back with a result of 55 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he self-treated with a banana, grapenuts, half and half, and honey. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system used. (B)(4).